Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle and one adapter opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the returned devices, and an evaluation of the returned devices.. The eeprom was uploaded and indicated 28 autoclave cycles for the handle. The eeprom was uploaded and indicated 31 autoclave cycles for the adapter. No visual or functional abnormalities were noted for the handle or adapter. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The last known patient status is good. There was unanticipated tissue loss as a result of this problem (small part of stomach and small intestine). The surgical time was extended, but there was no adverse event or extended hospital stay. The staple line was incomplete. It was resected and re-stapled. Surgical plan was changed from omega loop gastric bypass to roux-en-y gastric bypass.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during the third fire, the device stopped firing and the status indicator lights illuminated blue. The device was subsequently unable to fire. Part of the small intestine was resected and re-stapled in order to correct the issue. Surgical plan was changed from omega loop gastric bypass to roux-en-y gastric bypass. No reinforcement material was used. The last known patient status is good. There was no tissue damage as a result of this problem. Surgical time was extended by more than 30 minutes due to the product problem, but there was no adverse event or extended hospital stay as a result.